Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2022, a 25mm amplatzer cribriform occluder was successfully implanted. On (B)(6) 2022, it was confirmed that the device embolized in the descending aorta. The device was successfully explanted and the patient was referred for surgical closure. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of "device embolized in the descending aorta" was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.